Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged less than two weeks after the implant procedure. About five years later when the device transitioned to pacing at 50 beats per minutes in a ventricular-only pacing mode (vvi/50), the patient experienced episodes of near syncope due to the lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.